Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for dilator and sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7.0 mm. In this case, the access vessel's minimum luminal diameter was smaller than the minimum requirement, at 6.0 mm. The cause for the reported vessel rupture cannot be confirmed. However, the small and less than adequate vessel diameter along with moderate vessel calcification likely caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the edwards field clinical specialist that during a transfemoral tavr procedure, after successful deployment of a 23 mm valve, resistance was experienced while attempting to remove the 22f retroflex 3 introducer sheath. Several attempts were made to remove the sheath. The contra-lateral side had previously been wired and sheathed and an occlusion balloon was placed for emergent removal of the introducer sheath. A final attempt to remove the introducer sheath was successful. Upon fluoroscopy imaging review, the right external iliac artery was noted to have a rupture. The bp dropped to the 40's systolic. The occlusion balloon was inflated and the patient¿s bp increased. 1 unit of prbc was transfused and the vessel was percutaneously repaired using three covered stent grafts. Reportedly the patient remained stable throughout the repair of the external iliac artery and was transferred to the recovery unit. Additional information indicates during the procedure the access vessels experienced vasospasms. The minimum luminal diameter of the vessel at the access site was 6.0 mm. The vessels were also reported to be moderately calcified with no tortuosity